Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
After review of medical records, the patient was revised to address osteolysis behind the cup and around the edge of the femoral component with metal-on-metal hip. Operative notes stated that some of the areas of the heterotopic ossification were palpated on the greater trochanter and were removed. Cobalt and chromium serum that were collected last (B)(6) 2018 indicated elevated metal ions. Doi: (B)(6) 2006; dor: (B)(6) 2019; (right hip).